Event description:
Ongoing occlusions occurred. There was no adverse impact on the customer's blood glucose level. To resolve the occlusion events, the customer changed the infusion set and cartridge and then resumed insulin therapy. However, clinical troubleshooting has been exhausted and a replacement pump was sent to resolve the issue.